Event description:
Received information that all insulin delivery stopped. The customer reported that a temperature alarm occurred and submerged pump in ice water. The pump touchscreen became unresponsive.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up report will be submitted if the device is received.